Manufacturer narrative:
Zimvie received one (1) tsx54b10, (tsx implant, 5.4mmd, 10mml) for evaluation. Visual evaluation/functional test was performed, signs of use/wear however no damage that would cause or contribute to the event. Measurements match drawing. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1270742. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1270742 for similar events and no other complaint was identified. Review completed utilizing keywords: dental; medical; other. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. There is no damage that would cause or contribute to the event. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported patient came back for follow up appt and dr. Discussed with patient that the implant drifted distally. We removed implant so no further complication would occur. Tooth 15.